Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with the straight-in sacral colpopexy system on or about (B)(6) 2003 to treat her pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered permanent injuries, severe pain, vaginal lesion, and mesh erosion into her bladder. Plaintiff's attorney also alleged plaintiff was required to undergo subsequent surgery to excise the eroded mesh on (B)(6) 2007. Plaintiff's attorney plaintiff experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion, disability, and other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.